Manufacturer narrative:
(B)(6). A philips remote service engineer (rse) spoke to the customer. A replacement speaker assembly was ordered and shipped to the customer's site to repair the device and resolve their issue.

Event description:
It was reported that a speaker malfunction inop was displayed on the intellivue mp2 patient monitor and no sound was coming from the device. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.